Event description:
Caller reported a malfunction on the pump, specifically a software error detected with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which the caller acknowledged and understood.